Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system profile mirroring required. A technical support specialist cloned the station settings to another to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system profile mirroring required and malfunction occurred when user was trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Correction : section b describe event or problem

Event description:
It was reported by the customer that a bd pyxis medstation es system profile mirroring required and confirmed malfunction did not occurred when user was trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.